Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 120 mg/dl at the time of the incident. Customer stated that they could not see time correctly due to damaged screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a missing display window cover. The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. No illegible time, missing segments or partial display noted during testing.